Event description:
The manufacturer received information that a ventilator was alarming for "service required" related to the device's internal battery. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's power management board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an issue related to the device's active exhalation control module was observed and it was noted that the device had been tampered with and the screw for the case was found to have punctured the tubing. The device's tubing was replaced to address the issue.